Manufacturer narrative:
(B)(4).

Event description:
It was reported that agent volume is not calculating with initial ordering dos change applied. There was no actual mistreatment reported as a result of this issue based on the available information.